Manufacturer narrative:
No frozen screen, missing segment/partial display anomaly or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button error, buttons were not responding and screen didn't have any display. The customer¿s blood glucose level was 240 mg/dl. The customer stated that the time was not visible. The customer was advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.